Event description:
A customer observed negatively biased phyt results from qc fluids on the vitros 950 chemistry system. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.

Manufacturer narrative:
Investigation into this event showed that the customer is following opcd recommended protocol for storage, handling and preparation of immunowash fluid, calibrators and control fluid. Results of a precision test were unacceptable. On-site service replaced the wash fluid pump and performed adjustments to metering. Post service precision test results were acceptable. The root cause of the event was instrument related.